Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to stem loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
(B)(6). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. Part and lot number are required to review device history records and complaint history review and neither were provided. Product was not returned so no product evaluation could be conducted. Root cause was unable to be determined.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this device was not involved in the event. The previously submitted reports were forwarded in error and should be voided.